Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. Customer other relevant blood glucose level was 480 mg/dl. Customer declined trouble shooting for high blood glucose. Customer also stated that the insulin pump had pump error hardware low level failures. Customer was able to clear the alarm and able to rewind the insulin pump. Trouble shooting was performed and self-test was passed. The insulin pump will not be returned for analysis.